Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer's blood glucose level was unknown. The pump alarmed for motor position encoder error. The customer states they had gone into get MRI and pump may have been exposed. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, error test, displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test, verify the operating currents, or verify error alarm due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.